Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that pacing impedance measurements have slowly increased on the right ventricular (rv) lead, from 1128 at implant to over 1600. The rv lead remains in use. No patient complications have been reported as a result of this event.